Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The pk papyrus 2.5/20 was selected for the treatment of a small perforation in the rca. During lesion crossing the stent became stuck in a calcified segment of the proximal rca and dislodged from the balloon. Several unsuccessful attempts to snare the stent were conducted and eventually the dislodged stent was crushed against the vessel wall and secured with an orsiro stent in the proximal rca.